Manufacturer narrative:
Concomitant product: product ID: ddbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that a lead alert triggered for elevated pacing impedance on the right ventricular (rv) lead. The clinic is continuing to follow the patient regularly, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.